Event description:
It was reported to vyaire medical that the vent failed to trigger a breath during use. The unit was swapped out and no patient harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # is not required as the mfg year was before UDI requirement. The device was returned to vyaire for evaluation and technician evaluated the unit. Upon evaluation, the reported issue was confirmed. The ltv unit was found to have turbine assembly seized and an incorrect lower bearing shim thickness was installed. Additionally, debris at inner surface of impeller and contamination was found in manifold oxygen tube and inside turbine assembly. The absence of turbine inlet filter added to the accumulation of this contamination along with incorrect shimming contributed to failure of turbine assembly. Contamination was traced to internal failure of solenoid 1 of blender assy. Furthermore, solenoid was disassembled and found to have the same substance internally, as well as evidence of piston wear from metal-to-metal contact. A new turbine and blender assembly was installed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.